Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was flashing. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with frozen screen during test. Problem isolated to the electronic assembly noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to frozen screen noted. Unable to verify missing segments/partial display due to frozen screen noted.